Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation isolated problem to the image processor. Replaced motherboard and image processor. Add'l info will be reported.

Event description:
Customer reported that the system 9600 workstation will not boot up. No pt injury was reported.